Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced severe hyperglycemia while using the ilet and discontinued pump therapy after a blood glucose rise to 400 mg/dl, received treatment at a hospital with insulin injections, and was discharged in range at 180 mg/dl, after which the user and clinician decided to transition to a different pump. Symptoms included hyperglycemia. Outcomes included emergency treatment at a hospital and recovery with discontinuation of the ilet. Investigation included complaint intake and case review. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.